Manufacturer narrative:
The insulin pump received with intermittent button response due to moisture damage on keypad traces. No button error alarm during testing. The insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratches on lcd window, missing end cap sticker and cracked battery tube threads.

Event description:
Customer called reporting her insulin device is alarming button error and none of the buttons are working. Customer's blood glucose level is 198 mg/dl. The device was exposed to sweat. She was able to clear the alarm. Customer was advised that the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.